Event description:
Pt had undergone bypass surgery twice in 2005. The initial surgery was completed without any reported incidents. However, aprox 2 to 3 hours after the initial surgery was completed, the pt was returned to the operating room for a second bypass surgery. The second surgery was performed using the same extra-corporeal circuit and oxygenator that was previously used in the first bypass procedure. During the 2nd procedure, it was reported that the oxygenator failed to sufficiently oxygenate the pt, and that blood flow through the device was restricted. As a result, the bypass circuit was changed-out. After the change-out, the surgery was completed without further incident with respect to the bypass circuit and devices. It was reported by the user facility that the pt expired at a later time - but that death was not related, nor attributed to the circuit or any devices within the circuit.

Manufacturer narrative:
As reported in block b5 of this report, pt underwent two separate cardiopulmonary bypass procedures on the same date. The user facility reports that the same extra-corporeal circuit that was used in the first procedure was also initially used in the second procedure. Upon recognizing that the oxygenator failed to sufficiently oxygenate during the second procedure - and noting that blood flow through the circuit was restricted, the extra-corporeal circuit was changed-out, and the surgery was completed without further incident with respect to the oxygenator circuit. The oxygenator that was used in the first procedure and again in the second procedure was returned to terumo for analysis and investigation. Performance testing was conducted on the unit, as well as a retention device from the same production lot, and both devices successfully met all performance standards. The reported complaint could not be confirmed. The oxygenator device is conspicuously labeled as a single use device. The device was used in a manner that is inconsistent with the accompanying labeling. The failure of the oxygenator to function properly appears to be the result of customer misuse of the product.